Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 285 mg/dl, 143 mg/dl, 73 mg/dl and 71 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.